Manufacturer narrative:
A manufacturing assessment found that it could not be concluded that separate box repair repack campaigns had been completed on both of the serial numbers post manufacturing in (B)(4). Thus, a root cause of both of these units not having a spine label and end seal label is not associated with manufacturing in (B)(4). Based on the information provided it could also be concluded that the complaint is unlikely to have originated at the repack site in the distribution center. Root cause is inconclusive. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during a recent cycle count at the hospital an endurant stent graft was on consignment. It was noted that the endurant iliac limb boxes have no label on the top flap of the cardboard box and the clear with black labeling of the medtronic seal is missing. No patient involvement.

Manufacturer narrative:
Device evaluation results are: the event was confirmed; there were no end seal labels or sticker labels present at the proximal end of the original packaging box. No discoloration or evidence of glue residue were observed to these areas, which most likely confirms the stickers had never been placed. A manufacturing assessment was opened for further investigation however, a root cause of the event could not be conclusively determined. A corrective action was implemented to add a step to the qc finished product repack procedure.